Event description:
An australian customer reported that the lower door of the coverstainer instrument fell and caused a minor injury to their face. First aid was provided, and no further medical assistance was needed. The customer filed an internal accident report. The shock absorbers in the instrument need to be replaced every 12 months according to agilent's preventative maintenance process. During the last scheduled maintenance in february 2024, the agilent field service engineer (fse) did not replace the shock absorbers as required, opting instead for a visual inspection. This fse is no longer with the company, so further investigation into their decision was not possible. A different fse replaced the shock absorbers and hinge support brackets on december 6, 2024. The instrument is now fully operational. Further investigation into the issue is occurring and additional information will be provided in a follow-up status report.

Event description:
An australian customer reported that the lower door of the coverstainer instrument fell and caused a minor injury to their face. First aid was provided, and no further medical assistance was needed. The customer filed an internal accident report. The shock absorbers in the instrument need to be replaced every 12 months according to agilent's preventative maintenance (pm) process. During the last scheduled maintenance in (B)(6) 2024, the agilent field service engineer (fse) did not replace the shock absorbers as required, opting instead for a visual inspection. This fse is no longer with the company, so further investigation into their decision was not possible. A different fse replaced the shock absorbers and hinge support brackets on (B)(6) 2024. The instrument is now fully operational. As a correction cannot be performed towards the specific fse, agilent diagnostic service sent an email to all fses reminding them that it's mandatory to exchange all pm parts at every 12 month pm.